Event description:
It was reported that a balloon ruptured occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/3.50 flextome cutting balloon was used to dilate the target lesion. The balloon catheter was inflated at 6atm, 6atm, and 8atm; however, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.